Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: enlw1616c124e, serial/lot #: (B)(6), ubd: 07-feb-2014, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant stent graft system was implanted during an unknown endovascular procedure. It was reported that a patient representative contacted technical services approximately 14 years later and stated that the patient experienced an endoleak that was repaired 4 months previously with an endurant cuff. Subsequent information received confirmed that the endoleak was a type ia involving the endurant bifurcated graft. The endoleak did not resolve following cuff implantation; therefore, six endoanchors were placed, resulting in a reduction of the endoleak. The physician later confirmed that the endoleak was fully resolved on follow-up imaging. Lack of wall apposition was noted in the left limb; however, no type ib endoleak was identified. According to the physician, the cause of the type ia endoleak was progressive dilation of the aorta since the index procedure. No additional clinical sequelae were reported, and the patient is doing well.

Manufacturer narrative:
Additional information received: it was clarified that the loss of wall apposition was identified on the right limb rather than the left medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received: the type ia endoleak was identified approximately 13 years and 3 months since the index procedure. According to the physician, the common iliac artery was dilated and wide during the index procedure and has further dilated distally to proximally. No type ib was seen using retrograde contrast shots and no repair was made. It was clarified that the endurant limb model etlw1624c156e was the device involved in the loss of apposition. Correction to section e: initial reporter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.